Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted lead extensions were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced irritation caused by the lead extensions. The patient underwent a revision wherein the extensions were removed. The rest of the scs system was also explanted due to physician¿s preference. Device malfunction was not suspected.